Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient saw the power on reset (por) warning message. The por message could not be cleared, so the patient was re-directed to follow-up with their healthcare professional (hcp) to have the implantable neurostimulator (ins) interrogated. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient via the manufacture representative reported that the por was seeing after going through a security screener at an airport. The patient was able to bypass the por message on their recharger. It was noted that the ins battery was empty to the rep could not check impedances but the issue was considered resolved. The patient was instructed to charge the ins to 100%. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the patient¿s first overdischarge occurred on (B)(6) 2018. They stated that the patient indicated it was due to an airport security scanner. The rep mentioned that the por was bypassed by pushing the green button on the recharger. No further complications were reported or anticipated.